Event description:
The customer reported via phone call that their insulin pump was constantly beeping. The customer stated there was a black mark on the insulin pump as though it has been exposed to moisture or dropped. The customer stated they were unable to start the insulin pump because the internal battery was depleted. Customer's blood glucose was unknown. The customer was advised their insulin pump needed to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump was unable to verify sleep current and constant beep anomaly due to lcd physical damage.